Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown scorpio baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted femoral component, insert, and baseplate. No obvious damage is visible in the photographs. The devices are covered in blood and tissue. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability and that intraoperatively, the baseplate was found to have loosened. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted femoral component, insert, and baseplate. No obvious damage is visible in the photographs. The devices appear to be covered in blood and tissue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to instability. The surgeon's original plan was to perform a poly exchange. However, intra-operatively the tibial baseplate was found to be loose intra-operatively. A scorpio-flex ps knee was converted to a triathlon ts knee.